Manufacturer narrative:
(B)(4). The reported event could be confirmed. Partial lead measuring 54.5cm of distal portion was returned. External insulation abrasion breaching the rv lumen was found at 11.5-12.5cm from the distal tip. Lumen to inner coil was also abraded at 12-12.5cm from the distal tip. Both rv cables were exposed and the etfe coating of one cable was damaged. Ptfe tubing was intact. External and internal insulation abrasion breaching the sensing lumen was found at 11-13.5cm from the distal tip. The etfe coating of one sensing cable was abraded. Lumen to inner coil was intact. External insulation abrasion breaching the sensing lumen was found at 16.1-16.6cm from the distal tip. The etfe coating of one sensing cable was abraded. Lumen to inner coil was intact. Internal insulation abrasion breaching the sensing lumen was found at 21-22cm from the distal tip. The etfe coating of both sensing cables were intact. Lumen to inner coil was intact. Internal examination of the lead was performed. The rv shock coil was removed. Internal abrasion was found at 2.7cm from the distal tip breaching the sensing cable lumen. The etfe coating of the exposed sensing cable was damaged. Inner coil lumen was intact.

Event description:
It was reported that there was lead noise which led to inappropiate therapy. The lead was explanted and patient condition was fine after the procedure.